Manufacturer narrative:
Citation: paparella d et al. Minimally invasive surgical versus transcatheter aortic valve replacement: a multicenter study. Int j c ardiol heart vasc. 2019 apr 28;23:100362. Doi: 10.1016/j.ijcha.2019.100362. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the outcomes in patients who either underwent minimally invasive surgical aortic valve replacement (mini-savr) or transcatheter aortic valve implantation (tavi). All data were retrospectively collected from ten centers between january 2011 and december 2016. The overall study population included 2,904 patients (2,407 mini-savr; 497 tavi) and was predominantly male with a mean age of 74 years. Of those, 453 were implanted with medtronic corevalve transcatheter aortic valves and an unidentified number of mini-savr patients were implanted with medtronic hancock ii or mosaic surgical aortic valves. No serial numbers were provided. Among all patients, the 30-day mortality rate was 1.8% (51 patients). Multiple manufacturers were involved in the study and no further details about the deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, stroke (disabling or non-disabling), reopening for bl eeding/complications, wound infection, atrial fibrillation, re-intubation, tracheostomy, blood transfusion, and low cardiac output. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.